Manufacturer narrative:
During eveluation, the following were observed:the camera is in fair condition, a black screen and no camera image, no error code displayed. This was found to be caused by a fault within the camera cable .a known good camera cable was fitted to the camera head and the camera passed all tests in accordance with the original equipment manufacturer (OEM) technical manual. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k hd camera head had no image fault. The issue was found during preparation for use. The device was swapped with another camera head. The procedure was completed with no impact to patient. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.